Manufacturer narrative:
Patient's identifier and weight were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was visible. Two kinks were found on the catheter tubing approximately 40.9cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).